Event description:
While taking resident out of bath the chair became detached, tipping the resident onto the floor. No injury was sustained to resident or carer.

Manufacturer narrative:
This is a close out report by the foreign reporter. Investigation: the device was a bsq with a locking base. Observations: after the pt was raised from the water, the chair was turned and rested on the edged of the bath, the hoist was then raised and due to the bent pick up hook the chair and pt fell on the floor. Conclusions: user error. The only way a pick up hook will bend is if force has been applied to the jib once it has reached its locking posiition. Corrective actions: a new jib has been fitted.